Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient experienced redness at the sensor site and was evaluated by her physician on (B)(6) 2019. The physician diagnosed her with an allergic reaction to the sensor patch and determined that she could no longer wear the dexcom sensors. There was no documentation of specific medical intervention. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.